Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro protective sheath on cautery tool came off and was able to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred buildup was observed on the jaws. The silicone insulation on the cold jaw was partially peeled away from the tip, with detachment. The detached silicone (sheath) was not returned. A microscopy inspection determined that the heater wire was flex away at the center from the hot jaw. The wire remained in place at the base and tip of the hot jaw. Specks of blood was observed on the harvesting tool handle. No other failures were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw; cold boot/coating detached, cracked, peeling" and analyzed failure "bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro protective sheath on cautery tool came off and was able to be retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.